Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc) and pacing inhibition. A lead fracture was observed under x-ray and fluoroscopy. The fracture was noted to be in the portion of the that was in the pocket area. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.